Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer¿s blood glucose level was 171 mg/dl. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.